Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was accidentally cut by the physician during a pacemaker replacement due to normal battery depletion. The lead was abandoned and a new rv lead was implanted prior to pocket closure. No adverse patient effects were reported.